Event description:
It was reported that pt underwent total hip arthroplasty procedure in 2008. During the procedure, the flexible reamer broke apart at the proximal connector head to the shaft. Radiographs confirmed that pt retained fractured portion of the reamer in the femoral shaft distal to the implanted femoral rod component of the total hip replacement.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. There have been no trends identified related to this type of event.